Event description:
It was reported that prior to the implant procedure, the helix was unable to advance in the right ventricular lead. The lead was not implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned and analysis found no anomalies. Visual analysis noted that the lead helix extended and retracted without issue and within specification. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).